Event description:
It was reported to philips that the geometry computer had restarted on its own which can impact a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry computer restarted on its own. Upon troubleshooting, the fse found that the internal cover was dislodged and hitting the external cover. To resolve the issue, the fse reseated the cover, and the table moved freely with no collision errors. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.